Manufacturer narrative:
Since no product was returned, extended investigation was performed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR for the freestyle lite meter and freestyle strips were completed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed in specification and passed. A tripped trend review was performed and showed no trips for the reported complaint and freestyle lite meters and freestyle strips. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that her adc blood glucose meter turned on with the button, but not with a test strip. On (B)(6) 2017 the customer went to a hospital due to a toothache and mentioned that she didn¿t feel well. While at the hospital, her blood sugar was measured and found to be 500 mg/dl. The customer stated she did not know her blood glucose was that high as she had been unable to test due to her meter not working. The customer was given an insulin injection and was also prescribed insulin as a new treatment. The customer reported she had been taking metformin. Additionally, the customer indicated she was given antibiotics for her toothache. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose meter turned on with the button, but not with a test strip. On (B)(6) 2017 the customer went to a hospital due to a toothache and mentioned that she didn¿t feel well. While at the hospital, her blood sugar was measured and found to be 500 mg/dl. The customer stated she did not know her blood glucose was that high as she had been unable to test due to her meter not working. The customer was given an insulin injection and was also prescribed insulin as a new treatment. The customer reported she had been taking metformin. Additionally, the customer indicated she was given antibiotics for her toothache. There was no report of death or permanent injury associated with this event.